Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep cleaned the contacts and reseated the printed circuit boards in the generator. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display an error message and shutdown during a procedure. No pt injury was reported.